Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope during manual cleaning the brush could not be inserted through the channel and an error stating blocked channel. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the foreign material in the biopsy channel was confirmed however the type of material was unable to be identified. It was noted, it was likely that the foreign material may have been unremoved because the device was not reprocessed properly due to leakage from the biopsy channel. The root cause could not be specified. The event can be prevented by following the instructions for use which state: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that prevention method in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.